Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that he was feeling the implanted device heat up when he was charging. It was implanted on his right side chest. The patient reported that he fell on his right shoulder in the late summer, but had not noticed anything at the time. The burning sensation started around (B)(6) and only when they charged. The patient fell again a couple of weeks prior to report on the same side but stated that they did not think that the implant took any of the impact. The patient stated that he had not noticed a short length of time between his charging needs however he did state that the implant took a bit longer to charge. The patient was advised to seek medical attention. The patient also reported that the screen had a line in it and it was hard to see the numbers when changing programs. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient wanted to wait to replace the programmer as he was seeking medical attention to determine heat in his chest. The issue was not determined at the time of report.

Manufacturer narrative:
Analysis of the recharger found no anomaly. No excess heat was generated while charging. The complaint could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the results of diagnostics performed were unknown. The patient was referred to their healthcare provider. The cause of the product problem was unknown at the time of report. It was unknown if the device issue resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the programmer was missing the few lines and the patient was unable to view the complete screen. There were lines missing and it had been going on for a month. The patient saw the doctor who troubleshooted it after calling a month prior informing that they would need a new replacement. Troubleshooting was done at the clinic but that did not resolve the issue. The programmer was going to be replaced with a new one. The issue was resolved at the time of report. The patient was unable to recharge the implant for more than 10 minutes at a time without feeling a burning sensation in their chest. The charger was going to be replaced with a new one. The issue was resolved at the time of report. Additional information received from the manufacturing representative reported that there was no follow up information available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they took a fall just before (B)(6) and now he was feeling heating when he charged the device and soreness now at the implant site. The patient also reported that his battery was not holding the charge as long as before when he was fully charged. The manufacturing representative spoke with the patient about charging, he felt stimulation as prior to fall, however he was feeling heating with no heat warning showing on the recharger when charging. The patient stated that he would go to bed with a full charge then wake up and it¿s down to 50 percent. The patient was charging too often. Recharging was taking longer. The manufacturing representative replaced the implantable neurostimulator recharger (insr). The patient also reported that the battery was not holding a charge as long. The patient complained about too hot at pocket and that there is pain after recharging. An x-ray showed that the system was intact and an impedance check was fine. The patient was charging daily since he could not tolerate charging for a long time. The manufacturing representative wasn¿t sure if the stimulation sensation had changed. The issue had not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that patient was contacted on the day of the report to verify when the recharger and programmer will be returned but patient did not answer. It was also reported that the programmer was reset and rebooted in an attempt to restore the missing lines and the batteries were changed as well. The screen on the programmer remained the same with some missing lines. Diagnostics at the clinic determined that recharger needed a replacement as well. The root cause of the product problem remained unknown as the issue was not resolved by the clinic when the programmer and recharger were checked by medical professional. The patient was complained of a burning sensation when charging. The patient reported a fall on (B)(6) 2017. The symptoms occurred after the fall. The physician and manufacturing representative have checked the device and stated that there were no issues. The recharger was replaced with a new one and the patient continued to have issues. The recharger was replaced and the issue did not resolve. No surgical intervention occurred.